Event description:
A malfunction was reported on the pump with the code malf 12, but no notable events occurred prior to this. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support provided information on how to reset the pump. However, the caller could not reset it immediately due to the lack of a charger and planned to perform the reset later, with a callback if the issue was not resolved.